Manufacturer narrative:
Final analysis found insulation abrasion at 5.2 cm to 5.4 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow-up. The right ventricular lead exhibited oversensing due to noise. The lead was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.